Event description:
Rptr alleged the obtaining discrepant back to back blood glucose results of 354 mg/dl, 515 mg/dl, 462 mg/dl and 174 mg/dl when all tests were performed within 10 mins on the aviva system. Rptr also alleged obtaining another result of 595 mg/dl within 10 mins of that last result of 174 mg/dl on the same aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected received.